Event description:
Deflation and rupture of right implant, bilateral exchange with another brand due to hutchison ide status. Initial use of device unknown.

Event description:
Describe event or problem: suspected deflation.